Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out of range (oor) shock impedance measurements shortly after implant. The patient was brought back to the operating room for a revision procedure. During the revision procedure, piston effect (unequalized air pressure) was confirmed, which resulted in an improper connection. Technical services (ts) discussed that labeling states the torque wrench should be inserted prior to lead insertion. This process would help prevent piston effect. The decision was made to open the pocket, disconnect the associated right ventricular (rv) lead, and reconnect the lead. Once this was performed, all measurements were within range. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service. At this time there is no additional information. Should additional information become available this report will be updated.